Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis kept shutting down and restarting while nurses were logged in and pulling medications for patients. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had kept shutting down and restarting while users had been logged in and pulling medications for patients. The field service engineer (fse) had worked with the customer. No failure had been found on the station; however, users had reported constant reboot issues during access. The fse had run full diagnostics, cleaned all trays, and test the system, with no issues observed. Additionally, the fse had performed preventative maintenance. The system functioned as intended after the field service engineer verified the device.